Event description:
The customer reported via phone that she was hospitalized due to low blood glucose. Customer's blood glucose was 26 mg/dl. The customer stated that she normally goes high and low. The customer was admitted to the hospital. After the troubleshooting was done, customer was advised that the device is working as intended. The customer was advised to monitor and call back if issues persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.